Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an appropriate electric shock to convert the rhythm. However, the rhythm was not successfully converted and the rhythm degraded to ventricular fibrillation (vf). Where there was intermittent undersensing. A second shock was delivered and failed again and the episode ended likely to undersensing. A third shock was delivered and the rhythm was successfully converted. It was discussed that this patient needs a new heart but is not eligible for a transplant due to being a smoker and a drinker. It was indicated that the electrode was a little high. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an appropriate electric shock to convert the rhythm. However, the rhythm was not successfully converted and the rhythm degraded to ventricular fibrillation (vf). Where there was intermittent undersensing. A second shock was delivered and failed again and the episode ended likely to undersensing. A third shock was delivered and the rhythm was successfully converted. It was discussed that this patient needs a new heart but is not eligible for a transplant due to being a smoker and a drinker. It was indicated that the electrode was a little high. An x-ray was performed and showed good placement of the product and the s-ICD was turned off. Currently, this s-ICD system remains in implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an appropriate electric shock to convert the rhythm. However, the rhythm was not successfully converted and the rhythm degraded to ventricular fibrillation (vf). Where there was intermittent undersensing. A second shock was delivered and failed again and the episode ended likely to undersensing. A third shock was delivered and the rhythm was successfully converted. It was discussed that this patient needs a new heart but is not eligible for a transplant due to being a smoker and a drinker. It was indicated that the electrode was a little high. An x-ray was performed and showed good placement of the product and the s-ICD was turned off. Currently, this s-ICD system remains in implanted and no additional adverse patient effects were reported.